Event description:
It was reported that during an elective ipg replacement on (B)(6) 2024, the physician noticed that lead had fractured. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.